Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the customer performed the fill tubing sequence while connected at the site and delivered 5 units of insulin into the body. Reportedly, the customer attempted to fill the cannula but alleged the pump went to the fill tubing step instead. Customer's blood glucose (bg) level ranged between 363-600 mg/dl and was hospitalized with diabetic ketoacidosis. Customer's bg was addressed by administering a manual injection and receiving an insulin drip. Customer reported there was no permanent damage due to the event. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly and led to an unexpected shutdown. Additionally, it was reported that the customer performed the fill tubing sequence while connected at the site and delivered 5 units of insulin into the body. Reportedly, the customer attempted to fill the cannula but alleged the pump went to the fill tubing step instead. Customer's blood glucose level ranged between 363-600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.